Manufacturer narrative:
D11: concomitant medical devices: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14, ref: 01.00402.065, lot: 2417996 sulox head, l, 32/+3.5, taper 12/14, ref: 17.32.07, lot: unknown. Part and lot specific investigation: part specific investigation: no trend considering the following event is identified: fractured stem no additional similar investigated events within last 1 month for item number: 0100405220 have been found. Only 1 additional similar investigated event within last 6 months for item number: 0100405220 has been found. Result: trigger for risk evaluation is not met. Lot specific investigation: no lot trend: no additional similar investigated events for the lot numbers: 2405889 have been found. Result: trigger for an issue evaluation request is not met. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Review of event description: event summary: it was reported that the revitan distal stem fractured 11 years post implantation on the right hip side and that a revision surgery is necessary. Review of received data: revision surgery report: the received report describes the revision of the revitan stem implanted on the right side. The review of the report showed that the femur bone seemed weakened on the lateral aspect. An osteotomy was performed without problems to allow a view on the fractured stem. It is described that some wear is visible but no suspicion of an infection. Nevertheless, a sample was taken for microbiological and histopathological investigation. The distal part of the revitan stem is well anchored but can be removed without problems. The femoral window is then again placed and fixed with cerclages. After undermining the trochanter major dorsally the proximal stem part is also removed. Then the new components are implanted. X-ray: an undated overview of the pelvis was received showing a hip replacement implanted on the right side. On the x-ray it is clearly visible that the revitan stem is fractured at the connection pin and tipped medially. There seem to be some radiolucency around the proximal part of the revitan stem. However, with no complete x-ray follow-up, the situation of the femoral bone cannot be further commented. Devices analysis visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 3-4 mm distal of the proximal end of the distal part. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. Both fracture surfaces show partial polishing and slight scratches. The surface structures point to a fatigue fracture starting from the lateral side. As far as macroscopically visible, no defects that could have favored or triggered the fracture were found on the fracture surfaces. On the distal part of the revitan stem bone attachments can be observed on the entire anchoring surface. Removal damage in the form of scratches and nicks can also be recognized. The lateral edge of the distal part¿s inside is slightly worn. The medial shoulder of the face surface is slightly polished. The lateral shoulder is worn and exhibits two newly formed grooves that most likely derived from the contact with the connection pin after the fracture. These observations most probably occurred due to contact with the proximal fracture part after the fracture. The anchoring surface of the proximal stem part exhibits no bone attachments. Some damage due to the removal e.g. Scratches and indents can be observed mostly in the region between the shoulder and the taper. There is a small polished area observable in the neck region that cannot be attributed to removal damage. Areas polished to a shine can be seen on the medial and lateral anchoring surface. The posterior side exhibits slightly polished spots. The face surface of the medial tooth is partially polished. The blasted area of the connection pin shows slightly polished areas most likely due to the contact with the distal fracture part. On the proximal fracture part of the connection pin is a circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed a circumferential stripe with original machining marks next to the blasted area. Distal to the machining marks a semi-circumferential stripe can be observed on the lateral side showing a mixture of smeared metal, polishing and slight signs of corrosion and fretting. The sulox head is inconspicuous. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU) lists as side effects implants can fracture, become loose or undergo excessive wear, or their functioning may be impaired if they are subjected to excessive loading, are damaged or have been implanted incorrectly or handled improperly and loosening of the implant as a result of changes in the load-transfer conditions, wear and failure of the cement bedding and/or tissue reactions to the implant. Conclusion summary: according to the received information the revitan stem was revised due to a fracture of the connection pin after approximately 11 years in vivo. The revitan stem is fractured at the connection pin due to fatigue. Both fracture surfaces are partially polished with the fracture origin located on the lateral side of the stem. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surface. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Additionally, the revision report indicates that the distal part was well fixed. The x-ray supports the assumption that the distal stem part was well anchored while the proximal part was possibly loose. Further, slight polished areas were observed on the proximal part which could probably indicate loosening / movements between the part and the surroundings. The appearance of the polished areas observed on the medial and lateral side of the proximal stem part could possibly point to contact with devices used for osteosynthesis e.g. Cerclage. It is not possible to distinguish if the polished areas all formed after the fracture or if some of them existed already before the start of the fracture and are associated with it. On the proximal fracture part a semi circumferential stripe adjacent to the fracture surface revealed a mixture of smeared metal and signs of corrosion. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. Based on the retrieval investigation and the received information at hand no further conclusions can be drawn and the reason for the fracture stays unknown. Further, with no patient information at hand (e.g. Age, gender, bmi, behavior (level of physical activity), medical history etc.) Any influencing factors that may result from it remain unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, an exact root cause could not be determined. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: medical products and therapy date, detail of product, item # unknown, item name revitan proximal stem hip implant, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent extensive revision surgery due to revision stem fracture.

Event description:
Patient was implanted on the right side and underwent revision surgery due to fracture of the revision stem at the connection between cone and shaft.

Manufacturer narrative:
Additional information which was received on nov 13, 2019 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).